Event description:
A healthcare facility in kansas reported that a section approximately 30 cm long of a heated breathing tube as part of a 900pt561 heated breathing tube and chamber kit was found melted into a pillow during use. It was reported by the healthcare facility that the heated breathing tube was positioned between two pillows under the patients head. The healthcare facility further reported that the patient desaturated to 91-92% spo2 at the time of the reported event. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. We will provide a follow up report upon completion of our investigation. Product background: the heated breathing tube (hbt) is a component designed for use with the airvo 2 humidifier (airvo 2), for the delivery of humidified respiratory gases to patients, including those who are receiving nasal high flow (nhf) therapy. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The hbt as part of the airvo 2 system contains a heater wire encapsulated in plastic which ensures optimal temperature and humidification levels are delivered to the patient interface while minimizing the amount of condensate in the tube.

Event description:
A healthcare facility in kansas reported that a section approximately 30 cm long of a heated breathing tube as part of a 900pt561 heated breathing tube and chamber kit was found melted into a pillow during use. It was reported by the healthcare facility that the heated breathing tube was positioned between two pillows under the patients head. The healthcare facility further reported that the patient desaturated to 91-92% spo2 at the time of the reported event. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Product background: the heated breathing tube (hbt) is a component designed for use with the airvo 2 humidifier (airvo 2), for the delivery of humidified respiratory gases to patients, including those who are receiving nasal high flow (nhf) therapy. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The hbt as part of the airvo 2 system contains a heater wire encapsulated in plastic which ensures optimal temperature and humidification levels are delivered to the patient interface while minimizing the amount of condensate in the tube. Method: the subject hbt as part of the 900pt561 heated breathing tube and chamber kit and two pillows were received at fisher & paykel healthcare (f&p) in new zealand for investigation. The hbt was resistance tested and visually inspected. Our investigation is thus based on the evaluation of the subject hbt, the information provided by the customer and our knowledge of the product. Results: the healthcare facility reported that the tube was found between two pillows under the patients head. Visual inspection of the returned hbt revealed that a 25cm section of the hbt was melted and had adhered to the surface of the two returned pillows. The "do not cover" tag was attached to the complaint hbt. The resistance check on the heater wire was within specification. Conclusion: damage to the hbt was caused by it being placed between two pillows under the patients head for a prolonged period. The 900pt561 user instructions show in pictorial format the correct placement of the device and includes the following information: "connect breathing tube clip to patient clothing or bedding." "Never operate the unit if the breathing tube has been damaged with holes, tears or kinks" "do not block the flow of air through the unit and breathing tube." "Do not add heat to any part of the breathing tube e.g., covering with a blanket, or heating it in an incubator or overhead heater for a neonate, as this could result in serious injury ." "Do not allow the breathing tube to remain in direct contact with skin for prolonged periods of time." All hbts as part of the 900pt561 heated breathing tube and chamber kit are visually inspected and undergo functional tests, including soak and temperature, and heater wire resistance. The heated breathing tubes are 100% visually inspected using a camera system. The hbts are also tested for resistance, continuity, polarity and pitch during production. Additionally, a functional test is conducted under load. The hbt would have met the required specifications at the time of production. The airvo 2 system is designed to comply with the electrical safety standard iec 60601-1: 2005+a1:2012. The case is composed of a flame retardant material. The surface temperature of the hbt, when used in accordance with user instructions, is designed to be within the limits specified by iso 8185 with regard to hot tube surface temperature not exceeding 44° celsius. It is an inherent risk of hbts, that additional heat (above ambient levels) added to any part of the tube via an external source or being covered with material, may lead to the tubing becoming damaged. To address this inherent risk and as is required under iso 80601, the user instructions for the 900pt561 contains the warning "do not add heat to any part of the breathing tube e.g. Covering with a blanket, or heating it in an incubator or overhead heater for a neonate, as this could result in serious injury ." Additional "do not cover" tags are also attached to all hbts to alert the user that the hbt should not be covered. There are many safety features incorporated into the airvo 2 system to prevent overheating and fire. These include: - the heater wires in the hbt are completely insulated from the gas path. The pcb at the patient end of the hbt is over moulded with the thermoplastic polymer polypropylene, ensuring it is excluded from the gas path. The airvo 2 device contains technology which detects short circuits and transient current events in the hbt. When detected, the airvo removes power to the hbt. The airvo 2 performs this detection at any time it is turned on and connected to the hbt. This functionality is checked by the control system each time the airvo is powered up, or when a new hbt is connected. An 'over-temperature' sensor will automatically cut power to the motor, heater plate and heater wire if it detects any overheating at the chamber or the patient end of the hbt. The airvo 2 device is continuously checks power in the hbt and disables the heater wire if the measured power is too high.